Event description:
The following has been reported: pca giving incorrect doses. Pca machine not accurate dose given / doses requested do not match the doses actually given eg. 6 presses showed 8 doses, 10 showed 11, 15 showed 15, 19 showed 20 reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.